Manufacturer narrative:
Batch review performed on 31 may 2021: lot 141458: (B)(4) items manufactured and released on 02-jun-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Clinical evaluation performed by medical affairs director: 6 years after primary cementless tha the stem requires revision. We have only one pre-revision xray, showing an undersized stem placed in a varus position. There is evidence of heterotopic bone formation, we cannot assess its relevance. The main cause for the revision is probably subsidence of an undersized stem. We cannot determine if the varus position is the result of stem migration or was the result of the primary operation. No reason to suspect a faulty implant as the root cause of this adverse event.

Event description:
The patient came in reporting pain due to a subsided stem (unknown cause). The surgeon revised the stem and head 5 years and 8 months after primary and the surgery was completed successfully. The surgeon determined the stem was undersized based on the x-ray.